Event description:
The trigger did not release and there was increased bleeding during the case. The case was finished without incident and there was no reported patient injury. During routine review this report was revaluated. At that time the decision was made to file a report based on the information received.

Manufacturer narrative:
The sample was received in the latched/closed position and would not open even. Because the device was stuck closed no functional testing could be performed. Part of the handle was removed in order to visually identify why the ski would not release and the "t" on the ski was observed to be damaged. This damage caused the ski to hang up in the track and remain closed. This failure mode is caused by severe off axis activation of the latch lever. The user is advised to pull straght back on the lever.